Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. Customer treats low blood glucose with food/juice. Customer stated that the she inserted a sensor and it would not connect .troubleshooting was performed for sensor. The product was returned for analysis.